Event description:
(B)(4). I had essure placed (B)(6) 2011. I had pain from day 1. For seven months I had severe sharp pains on both sides. The pain was worse during orgasm. The kind of pain that brings you to your knees, balled up crying. After the first 7 months the pain wasn't as severe, but still persistent. I lost over 60 pounds in about 6 months, my eyes were wide open, I was exhausted, and on the go all the time, my vision was getting worse, migraines more often than not, dizziness, lightheaded, pain in my back, hips, knees, nausea, horrible menstrual cycles worse cramps than before, with heavy longer periods. I was losing hair, weight, losing sleep, in pain all the time. I was diagnosed in 2012 with hyperactive thyroid, and graves disease. Driving an hour each way to a endocrinologist specialist. My insurance covered the essure coils, and appointments at the time, but definitely not all the gas back fourth to the appointments every week, to every other week for months. It didn't cover the babysitter for my 3 children for hours at a time to go to the appointments. My thyroid was so bad I was told I was in the bottom 7% of patients that would likely never see remission. There is no cure for graves disease, and no treatment, only to treat the thyroid as best as possible. I went through depression, anxiety, worrying what would happen next. I have 3 kids to care for. Essure had lead me to feeling debilitated. I would often be so dizzy, lightheaded, seeing sliver sparkles and weak that taking care of my kids, and handling daily household chores was near impossible. Multiple times a day I would feel those symptoms so bad I would collapse to the floor, and wait it out to be able to get up again. I would have my husband help me to the couch, so I could just lay there, feeling like I was spinning. I would get dizzy during intercourse. It was all the time. Migraines were lasting 6-7 days at a time. I have been hospitalized for migraines, because they were so bad. I had a prescription for preventative migraine mediation, that wasn't working, so I only took it a few times. I was suffering, my family was suffering. Still paying for it daily. I am now in the process of finding a doctor to remove the essure coils. I hope that my private insurance will help cover some of the costs. Although bayer should be responsible for all costs associated with complications from essure coils, as well as costs of removal of these horrible devices that should have never received FDA approval. I will update later with more side affects. I would never recommend essure.